Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. Possible lot numbers: 2844620 or 2927315. PMA/ 510(k) #: k913859 & k083641.

Event description:
This event occurred in (B)(6). The care assessor reported on behalf of the patient that the bivona tts tracheostomy tube balloon collapsed in on itself. The worker tried to salvage the tube by cutting the balloon and reinserting the syringe junction tube back into the balloon. The tube ended up getting changed. There was no reported information on the patient's condition.

Manufacturer narrative:
The reported 8.5mm tts¿ tracheostomy tube was returned for investigation with 3 other tracheostomy tubes. A review of the device history record for the reported lot, found no issues or non-conformities during investigation. Visual inspection found that a portion of the airway balloon, that retains the plastic valve, was completely cut off and missing. During functional testing, a syringe was used to inflate the device cuff; however, the cuff was unable to maintain inflation due to the cut on the airway balloon. The complainant's description of "balloon collapsed in on itself" was not observed during investigation, possibly due to the complainant altering the device. Investigation was not able to determine the root cause of the reported event; however, no evidence was found to suggest a manufacturing defect. (B)(4).